Event description:
The customer reported an issue with the insulin pump's gauge displaying a different amount than expected. The pump showed a fill estimate of 26 units when the expected estimate was 200 units. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer to disconnect and deliver a 10.2 unit bolus to adjust the insulin estimate. After reloading the same cartridge, there remained a discrepancy of more than 30 units between the displayed and expected values. Despite this, the customer chose not to load a new cartridge and opted to continue using the current one.